Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of reby0326 showed no other similar product complaint(s) from this lot number. Device not returned for evaluation.

Event description:
It was reported that a foreign body was found in the pipe during use, stop using it and pull out the pipe. No other information was provided.